Event description:
It was reported, "in left hip replace operation, the patient died after using bone cement."

Manufacturer narrative:
A evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. This is the same patient/event as MFR.# 9610726-2011-00432.